Event description:
The customer reported that the system exhibited an uncommanded system shutdown. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The video controller pcb was evaluated and identified as the root cause. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.